Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went swimming and when they got out of the water they received a critical pump error alarm on the insulin pump. The customer¿s blood glucose level was 135 mg/dl. Troubleshooting was performed. They were unable to check the alarm history. They were not able to rewind the device. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 was present in the pump trace download due to corrosion in battery tube. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked reservoir tube lip, moisture damage on all electronic assemblies, moisture damaged on motor home switch and corrosion in battery tube.